Manufacturer narrative:
Surgeon does not believe this is a product issue and contributes the loosening to the incident with the pt's sudden movement to catch his grandson.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The subject product was returned for evaluation and evaluation has been completed. Upon visual and functional evaluation of the subject part(s), the exact cause of the reported issue could not be ascertained. According to the applicable product line risk related documents, k2m has identified that the set screw may have loosened due to incorrect rod length, cross threaded set screw, set screw not fully torqued or over torqued. A review of all applicable inspection and manufacturing records according to the description of the products used with the concomitant device(s) was conducted. All records revealed that all products lots were manufactured within specifications and distributed in accordance with all operating procedures. A review of the manufacturing and inspection records did not reveal any contributing information/trends. A review of the complaint code trends did not reveal any contributing information as to the cause of this event. A review of all applicable risk related documents revealed that k2m addresses alleged set screw loosening concerns raised in this incident, therefore no additional hazards required. Current severity and frequency values are satisfactory and no changes are deemed necessary. A review of the surgical technique guide and IFU are accurate and available to the surgeon - no edits are deemed necessary based on the information provided in regards to this event.

Event description:
Pt launched to catch grandson for a fall and noticed a popping sound and then discomfort. During the revision surgery, approx 6 weeks post-op, the surgeon noticed 2 set screws had completely popped out and 5 others were loose. Seven loose set screws replaced.